Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt thought their controller was not working anymore because they could not get their stimulation turned on. When they pressed the option to turn stimulation on it would not turn stimulation on. Pt said their manufacturing representative (rep) had them reset the controller but issues persisted. When they pressed stimulation on it brought them to a, b, or c with a green light around the group but they did not feel stimulation. During call pt increased their rate to 130- going up but they were not feeling stimulation. Pt increased the intensity levels and they started to feel stimulation but they have never gone this high before; pt said their rate was at was at 150 when it use to be at 90. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.